Manufacturer narrative:
E.1.: initial reporter first name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple severe kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified hardened contrast media present and a 2mm longitudinal tear in the mid-section. Damage was identified on multiple blades. Blade 1 was completely detached however the blade pads were intact. Blade 2 was completely detached as was most of the blade pad. A small portion of the blade pad remained at the proximal section but there was evidence it was lifting off. Blade 3 had no damage to the blades or blade pads. Tip showed no signs of tip damage.

Event description:
It was reported that the wolverine could not cross rca. The 67% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 6mmx3.50mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, the balloon was taken and tried to cross rca but it could not cross. Then it was inflated and deflated, pushing the balloon in calcified rca, but it still could not cross the lesion. Consequently, while pushing, the proximal shaft got damaged. The procedure was completed. No further complications were reported and the patient was stable after the procedure. However, device analysis revealed detached blades and a longitudinal tear in the balloon.